Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported that during a surgical procedure, the surgeon pulled the existing extension out of the ipg and then tunneled the new extension and the old extension together. Upon connecting the old extension there was an impedance issue, and under further investigation it was determine there was a frayed wire on the extension. Surgeon decided to explant and replace the extension, once the new extension was implanted the impedance issue resolved. The case was extended about 10 minutes.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.